Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a new implantable cardioverter defibrillator (ICD) system implanted. At the implant procedure, pericardial effusion occurred. A right ventricular (rv) perforation was suspected and pericardiocentesis was performed. The system remains in service. No additional adverse patient effects were reported.